Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was also reported that customer received an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. Customer replaced cartridge address the issue. Customer¿s blood glucose level was 342-343 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.